Event description:
It was reported that in the cath lab, the intra-aortic balloon (iab) got stuck in the sheath during the insertion. There was no pt death, injuries or complications noted. Medical and surgical intervention was not required. The pt outcome was listed as "ok".

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.